Event description:
The passeo-35 xeo peripheral dilatation catheter was selected for treatment of a moderately calcified total occlusion in the superficial femoral artery/popliteal artery. The device has performed as intended. During withdrawal, the balloon was really difficult to remove through the sheath.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Please note that, according to the IFU, dilating the balloon several times may result in some resistance when pulling the device back through the introducer sheath.

Event description:
The passeo-35 xeo peripheral dilatation catheter was selected for treatment of a moderately calcified total occlusion in the superficial femoral artery/popliteal artery. The device has performed as intended. During withdrawal, the balloon was really difficult to remove through the sheath.